Event description:
It was reported that arctic sun device when turning on the power. The screen shows in bios mode and enter password. Possible coin cell battery depleted, per review of wo on 21jul2023, there was no patient involvement. As per follow up information received on 22sep2023. The device be sent in for a bd-approved facility for evaluation. Control panel of this unit is sent back to dymax for repair. Waiting for dymax to repair the control panel. No patient involvement.

Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that arctic sun device when turning on the power. The screen shows in bios mode and enter password. Possible coin cell battery depleted. Per review of wo on 21jul2023, there was no patient involvement.